Event description:
Breast implants inserted 5/87; since then, had inexplicable health problems, i.e. Severe chronic migraine with vomiting, severe balance disturbance, numerous "urether", kidney infections, irritable bowel, unable to sleep - strange nerve sensations, i.e. Sometimes does not feel pain, i.e. Hot baths, cuts, knocks lying in bed, closes her eyes and the whole room spins, a cold sweat comes over her and nerve endings react, as if in shock, cannot turn from side to side, or lie completely flat - constantly skinning fingers, tiredness. Rptr's g.p. Or any expert she has been to regarding her problems, mostly chronic basilar migraine and balance problem, cannot explain to her what is causing her problems or why they are worsening and also now why other unexplainable symptoms are creeping in -raynaud's phenomenon - skinning fingers, poorer eyesight, her muscles seem as if they are waisting, thinner bones. She has lost weight, losing hair, breathless, exhausted, even after the most menial task, mood swings. Her family wants her to have the implants removed, but she is afraid of rupture during the process and massive leakage into the body tissue. She is afraid to even touch her breasts and she will not allow her husband to. They have encapsulated, but there is no way she will contemplate a capsulotomy as she has had the implants in 8 years now and has heard they deteriorate and go tacky and thinner in the body (although her plastic surgeon informed her they would last a lifetime). Unable to hold down a job, any appointments - holidays, social events, etc. Why has no one thought of keeping an implant somewhere in a laboratory under the conditions of human body temperature and wear and tear, so they could report and monitor proceedings as the years go on?, i.e. Thinning of silicone bag, leakage, tackiness, possible rupture sites, although it would be difficult to stimulate conditions so as to bring on encapsulation to monitor, and how scar tissue builds up; if it adheres to breast tissue, chest wall, rib cage. This is where difficulty and expertise ties on explantation (successful explantation.)